Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break. Analysis was unable to confirm dislodgment allegation.

Event description:
Boston scientific received information that this lead was an attempted right atrial implant. The physician encountered difficulty placing this lead. Sensing and detection issues were noted upon initial placement. Physician retracted the helix but experienced difficulties visualizing the helix extension during the reposition. Lead helix finally deployed and fixed to the right atrial. Measurements were within desired parameters. Physician was assessing the stability of the lead when it dislodged from the heart tissue. After multiple turns of the fixation tool, helix did not fully retract. Physician removed the lead to evaluated and lead exhibited helix extension and retraction issues. Stated that blood or tissue appeared to be in the helix and the physician flushed the tip with saline. Finally the physician attempted to place the lead again into the right atrium and helix did not extent. Lead was successfully removed and replaced prior to pocket closure. No adverse patient effects were reported.